Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿left side of the screen is blank¿. The unit was triaged and the reported issue was confirmed. The pump was damaged with a dent on the overlay, most likely due to the customer. This damage is what most likely cause the pcb to not function properly, which is the reason for half of the screen becoming blank. Therefore, the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the left side of the screen is blank.

Manufacturer narrative:
Submit date: 1-jun-2017.

Event description:
The customer states the left side of the screen is blank.

Manufacturer narrative:
Submit date: 24-may-2017.

Event description:
The customer states the left side of the screen is blank.